Manufacturer narrative:
The conclusions are as follows: - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the ventricular silicone cap was found damaged with a hole. - a piece of silicone cap was found inside the ventricular setscrew cavity. - correct tightening marks were seen on the atrial and ventricular setscrew tips. - those observations indicate that too much strength was applied and the piece of silicone has become an obstacle for a correct and clear contact between the setscrew and the screwdriver and can explain the issue described in the complaint. - the patient files provided did not allow to highlight specific abnormalities except a high ventricular pacing threshold (1.75 v). - based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
Ventricular electrode with episodes of noise and increased threshold since implantation. Surgical revision was decided. Impedance, sensing and pacing were found to be normal with psa testing. During the procedure, dysfunction of the ventricular connection screw was found, and a new generator was connected without any problems and with normal test values.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Ventricular electrode with episodes of noise and increased threshold since implantation. Surgical revision was decided. Impedance, sensing and pacing were found to be normal with psa testing. During the procedure, dysfunction of the ventricular connection screw was found, and a new generator was connected without any problems and with normal test values.